Event description:
The customer reported that the system's temperature indicator was on, and the system would not produce an x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A fuse and the lift temperature circuit were replaced. The system was tested and found to be working as intended and put back into service.